Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. E.1.: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, the lead was repositioned multiple times due to poor thresholds. In addition, once the lead was fixed, the physician noted that there were high out of range pacing impedance measurements. As a result, the procedure was successfully completed with another lead. No adverse patient effects were reported. This lead has not been returned.